Event description:
A customer observed discordant, (B)(6) ahbs results when a single patient sample was tested using vitros ahbs lot 3840 on a vitros 3600 immunodiagnostic system and a vitros xt7600 integrated system. The results were discordant compared to a non-vitros (abbott) ahbs result for the same sample from the patient. Patient 1, vitros ahbs results of (B)(6) versus an abbott ahbs result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The (B)(6) vitros ahbs results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that discordant, (B)(6) ahbs results were obtained when a single patient sample was tested using vitros ahbs lot 3840 on a vitros 3600 immunodiagnostic system and a vitros xt7600 integrated system. The results were discordant compared to a non-vitros (abbott) ahbs result for the same sample from the patient. A definitive cause of the event was not established. It is likely an interferent that affects the vitros ahbs reagent assay and not the abbott ahbs reagent assay contributed to the event. It was recommended the customer repeat testing for the patient using a non-specific antibody blocking tube (nabt). However, no further investigational testing was conducted for the patient when requested. A vitros ahbs lot 3840 reagent issue cannot be ruled out as a contributor to the event, as there was no indication that qc fluid were run on the instrument when the vitros ahbs result of (B)(6) was obtained. However, concordant vitros ahbs lot 3840 results were obtained between both instruments and historical qc results on the instrument the vitros ahbs results of (B)(6) were obtained were acceptable. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbs lot 3840. The vitros ahbs results of (B)(6) were posted along with a ce (calibration expired) test code. However, results obtained on an expired calibration is an unlikely contributor to the event as a concordant vitros ahbs result (B)(6) was obtained following the recalibration of vitros ahbs lot 3840. An issue with the vitros instruments the false reactive vitros ahbs results were obtained is an unlikely contributor to the event as there was no evidence of an instrument malfunction and the vitros ahbs results were concordant between two vitros instruments. Pre-analytical sample processing is an unlikely contributor to the event, as the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ahbs lot 3840. Email address for contact office above is (B)(6).